Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion, perforation and tamponade. During an ablation procedure to treat premature ventricular contractions (pvc) and ventricular tachycardia (vt) with an intellanav mifi open-irrigated, intellamap orion catheter, and two ibi-1100 steerable electrophysiology catheters were delivered via unknown short sheaths. The patient experienced a pericardial effusion, perforation and tamponade. The ablation procedure was stopped, the physician performed a pericardiocentesis and the patient was then taken to the operating room (or) to stop the bleeding and stabilized the patient. The patient was in the hospital recovering. They were expected to fully recover. Per the physician, their unfamiliarity with the catheter may have contributed to the perforation. No performance issues related to the device were reported. No resistance was felt while maneuvering the catheters. The catheters were disposed of and therefore will not be returned.